Event description:
It was reported that approx twenty four months post-implant of a bifurcated device and a limb extension, a computed tomography scan revealed separation between the devices. Reportedly, the pt's iliac aneurysm was growing, and it was noted that there was no overlap left between the limb extension and bifurcated limb. The pt was treated with two add'l limb extensions, which successfully corrected the separation. The pt tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and a still image were provided and reviewed by a clinical representative. Based on the review, the reported endoleak was due to insufficient overlap between the main body limb and iliac limb extension. The most likely cause of the separation between the devices is related to patient anatomy. Reportedly, the patient's iliac aneurysm was growing. There were no product issues identified in the event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.